Manufacturer narrative:
Results: visual inspection of the returned product showed that a piece of the optic was torn off and missing. There was a clear surgical residue on the lens. Conclusion: (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that surgeon inserted a cq2015 three piece collamer lens and haptic was bent during insertion. The lens was removed and another lens was implanted without any patient injury. The is one of two lenses the doctor attempted to implant in this patient. See MFR report 2023826-2006-01940.